Event description:
It was reported that the patient underwent a revision procedure due to the device not working resulting from a pump connection tube crack that began two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of mechanical issue was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working resulting from a pump connection tube crack that began two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.